Manufacturer narrative:
The reported events of high impedance and high capture threshold were confirmed. A complete lead was returned in one piece. Final analysis found external insulation abrasion breaching the optim sheath only at 17.3cm to 18.1cm from the connector pin. The silicone tubing was not abraded in this location. The damage was consistent with friction to the device can. It was further noted that the ring electrode was encapsulated with calcification at 56.1cm to 56.6cm from the connector pin. All other damages were identified to be procedural. No shorts were found.

Event description:
It was reported that the patient presented to hospital to replace the right ventricular lead which exhibited gradual increase in pacing impedance and capture threshold. The lead was explanted and replaced without any issues. Patient was in stable condition.